Manufacturer narrative:
Complaint conclusion: as reported, the 6f/7f mynx control vascular closure device (vcd) had a glob of collagen/glue noticed at the end of the catheter prior to insertion into the patient. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open. No syringe was received for this evaluation. The sealant was partially exposed but still mounted on the unit delivery shaft. In regards of the sealant sleeves conditions a frayed/split/torn condition was observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The catheter working length was verified and noted to be within the defined parameters. A dimensional analysis in the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon retraction respectively. After the tension indicator was aligned by pulling in a distal direction the distal tip and the button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per device instructions for use (IFU) could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the frayed/split/torn condition on the sealant sleeves. A review of the manufacturing documentation associated with lot f2512003 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿mynx control system ¿ deployment difficulty ¿ premature¿ was observed during analysis of the returned device, as the frayed/split/torn condition of the sealant sleeve resulted in the sealant being exposed. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 6f/7f mynx control vascular closure device (vcd) had a glob of collagen/glue noticed at the end of the catheter prior to insertion into the patient. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.